Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the replacement procedure of associated device, it was discovered the insulation on this right ventricular (rv) lead was worn. The physician could see the coil directly. The decision was made to cap the pace/sense portion of this rv lead and continue to use the defibrillation portion of the lead. A new pace/sense rv lead was implanted and connected to the new device. No additional adverse patient effects were reported.